Manufacturer narrative:
The field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced erbe to resolve the issue. Erbe was returned for failure analysis and the reported failure (error c-34 on start) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that a c-34 error occurred against the erbe. The intuitive tech support engineer (tse) had to do hard power cycle the erbe, but issue was not resolved. The surgeon stated they would have to abort the case as they only had a ft-10 generator available, which was not validated to be used with the da vinci. The procedure was aborted. Intuitive has followed up with the customer and received the following additional information: the system functionality was checked upon powering up and it initially powered on without errors. The customer powered off the erbe and powered it back on, and reseated the power cord, with no resolution. The customer finished the case without monopolar energy, and just used bipolar energy. The procedure was supposed to be a bilateral hernia, but the surgeon stated they would bring the patient back another time to do the other side, due to not having monopolar energy in working order.